Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Device analysis revealed kinks were observed in the sheath assembly from femoral marker to the proximal end. It was observed that the distal shaft was separated at the lap joint area and the guide wire exit hole had a damage. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that sheath detachment occurred. The 75% stenosed was located in a moderately tortuous and moderately calcified right coronary artery (rca). During a procedure , an opticross¿ imaging catheter was selected for use. It was noted that lost image occurred and separation of the imaging window occurred outside the patient body. The procedure was completed with another with same device. No patient complications were reported.